Event description:
It was reported the patient experienced overdose symptoms of floppiness in (B)(6) 2013, but the pump was replaced in (B)(6) 2013 due to end of service (eos). The patient status at the time of the report was ¿alive-no injury.¿ it was indicated that there was no alleged product issue. No diagnostic testing or troubleshooting was performed. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).